Event description:
It was reported that pump experienced malfunction code 9 without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to call back once charging supplies were available to reset malfunctioning pump. Ultimately technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.